Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a prefilled insulin cartridge for the ilet bionic pancreas was found cracked in the user¿s bag at school, after which the user experienced hyperglycemia with a measured blood glucose of 432 mg/dl; no device alerts or alarms were reported, and replacement supplies were arranged. Symptoms included hyperglycemia. Outcomes included the need for caregiver intervention and replacement of infusion supplies. Investigation included complaint handling, user interview, and shipping of replacement components. Investigation of this case revealed damage to the insulin cartridge consistent with physical breakage during handling or transport. It was concluded that the event was attributable to a damaged cartridge leading to interrupted insulin availability and resultant hyperglycemia. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.